Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy on (B)(6) 2022 when it was reported, ¿defective vcare handle.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the procedure was completed with no report of delay. The meaning of defective handle was explained to be that the user was unable to manipulate the uterus. There was no report of fragmentation of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium, was being used during a hysterectomy on (B)(6) 2022 when it was reported, ¿defective vcare handle.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the procedure was completed with no report of delay. The meaning of defective handle was explained to be that the user was unable to manipulate the uterus. There was no report of fragmentation of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.